Event description:
Report one of three tubing splits that occurred during high powered contrast injection. The patient was having a chest CT. The patient had a peripheral angiocatheter connected to the extension set. The power injector tubing was connected to the extension set. The power injector was set at an unspecified rate and psi. Shortly after the injection began, the extension set was reported to have split just distal to the clave port. There was no reported bleed back or blood loss. The injector tubing was then connected directly to the angiocatheter and the CT study resumed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.